Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was returned for analysis. The coil, sheath, handshake connection and burr were microscopically and visually examined. There were fibers on the coil proximal of the burr. There was no damage to the burr or sheath. Functional testing was performed by connecting the burr catheter to a test advancer and then hooking to the rotablator control console system. The burr catheter was able to move back and forth freely with no issues. Because there was no evidence of any product quality deficiencies, it was considered likely that the fibers were attributable to handling of the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 20-dec-2017. It was reported that difficulty to pulled back the burr to the sheath occurred. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink¿ burr was selected for use. During procedure, the physician experienced difficulty in pulling back the burr to the sheath. The burr was eventually able to be pulled back to the sheath. Procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed a fibers on the coil proximal of the burr.